Event description:
It was reported that a novum iq large volume pump over infused during infusion. The issue was further described as, ¿the medication fentanyl was infusing at a rate much higher than programed¿ and ¿patient received the dose up to three times the ordered rate¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.